Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was not getting adequate therapy. Multiple reprogramming sessions were done without success. As a result, the system was explanted on (B)(6) 2021.